Event description:
It was reported that the pt underwent surgery for implant of dynamic rod fixation at l5-s1. In 2008, the pt returned to the surgeon complaining of back discomfort. X-rays revealed a broken rod. Fusion was reported to be complete. No revision surgery has been reported.

Manufacturer narrative:
The device or applicable films have not been provided to medtronic for evaluation. Unable to determine cause of the event.